Manufacturer narrative:
The lens was returned for evaluation. The lens was returned in a plastic container. Solution and what appears to be blood or betadine is dried on the lens. One haptic is broken and missing material at the distal tip. The optic is cut from one edge going across the optic and stopping just before the opposite edge. The lens was cleaned with lphse. Small scratches can be seen on both sides of the optic. A large stutter scratch is observed on the anterior side of the optic and goes the length of the cut of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Stutter scratches typically occur due to a lack of viscoelastic and /or if the lens is delivered too rapidly. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a scratch was noted on the intraocular lens (iol) prior to insertion. The procedure was completed with a new lens.